Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call insulin pump had motor error. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that drive support cap appears to be normal. Customer also reported that the insulin pump had an off no power alarm and they were unable to turn on the insulin pump. No off no power alarm troubleshooting was performed. The insulin pump will be returned for analysis.